Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.